Event description:
It was reported that a user experienced a low blood glucose of 64 mg/dl with shaking following a prior high blood glucose of 234 mg/dl, treated with a 35-gram carbohydrate breakfast while using the ilet system and oral glucose. Symptoms included shaking consistent with hypoglycemia. Outcomes included self-treatment without hospitalization. Investigation included review of user-reported history, cgm target considerations, and therapy education focused on meal announcements and use of meals as correction. Investigation of this case revealed user-management factors and therapy optimization needs were under review to determine appropriate settings and education, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user therapy management and education should be optimized to reduce glycemic variability.